Manufacturer narrative:
An internal investigation was performed. Investigation: device history record. The review did not highlight any issue during manufacturing for vidas® hcg 60 tests (ref. 30405), batch 1009067740. Complaint analysis. At the date of investigation, no other complaint was recorded on vidas® hcg 60 tests (ref. 30405) batch 1009067740 for underestimated result. Analysis performed. Control charts analysis: the analysis of the control charts was performed on 4 internal samples (targets 15.8 - 15.70 ¿ 1287 - 1072 mui/ml), using 7 batches of vidas® hcg including the batch mentioned by the customer, showing that all values are within specifications. Customer¿s batch is in the trend compared to the other lots. Tests performed on internal samples: the complaint laboratory tested 2 internal samples (respective targets 15.8 and 1072 mui/ml) on the retain kit vidas® hcg ref 30405 batch 1009067740 (customer¿s batch) internal samples test values are si.milar to those observed before the batch release. No evolution over time of the customer¿s batch was observed since its release. Repeatability testing: the complaint laboratory performed repeatability testing on the sample returned by the customer note: after return of sample to room temperature, the complaint laboratory noticed the presence of fibrin. The complaint laboratory performed this sample without collecting fibrin. Sample pure result >1500 mui/ml diluted 1/200 tested 9 times average 10106 mui/ml cv 1.9% (<< 8% cv specification) conclusion the customer complained about underestimated result on vidas® hcg ref 30405 batch 1009067740 , compared to a previous result. The root cause has not been identified, but the complaint laboratory noticed the presence of fibrin. The presence of micro clot of fibrin in the sample dispensed in the sample well can impact the reaction in the instrument by e.g. Clogging partially the spr or disturbing the binding of the analyte on the solid phase leading to (B)(6) results. The respect of appropriate pre analytic steps are key points to eliminate any interference caused by fibrin fragments or cell elements. According to the investigation above vidas hcg ref 30405 batch 1009067740 is still within expected performance.

Event description:
A customer in (B)(6) notified biomérieux that they obtained a (B)(6) result when testing a patient sample with vidas® hcg 60 tests (ref 30405; lot# 1009067740; exp. 03-nov-2022). The customer obtained the following results for the same patient using vidas® hcg 60 tests lot# 1009067740: result on (B)(6) 2022: 13673 mui/ml. Results on (B)(6) 2022 with a new sample: 15.3 mui/ml. Based on the previous result from (B)(6) 2022, the biologist requested to re-test the sample, and the result was > 1500 mui/ml. This result was outside the range of measurement of the kit (2-1500 miu/ml) so the customer performed a dilution (1/200e), the result was 10765 mui/ml. At time of this assessment, there was no evidence of any patient harm or incorrect treatment due to the reported discrepant results.